Event description:
Rptr was contacted and provided the following: she did not continue the treatment course with hyalgen in this pt. The event lasted "a good week", then the pt regained control of her knees and has a little more stability. Was seen last week and rec'd marcaine injections in both knees for pain. The main problem, according to the rptr, had been that the pt felt that her knees were "going away from her". The rptr attributed this to the viscous material making her articular surfaces more slippery and unstable because of the severe valgus and absence of ligament support. She noted that the pt was not doing as well as before the injections, although she had improved. The rptr noted again the importance of assessing the degree of radiological valgus prior to hyalgan treatment.